Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started gradually leaking after the cuff was replaced with a smaller one. In addition, the patient experienced atrophy of urethral tissue. A surgical procedure was performed during which the aus was removed and replaced. No further patient complications were reported.